Manufacturer narrative:
(B)(4). Product code: phx. UDI: (B)(4). Concomitant medical products: comp primary stem 13mm mini m mini cat# 113633 lot# 996880, mini humeral tray +5 mm thickness +0 mm taper offset 40 mm diameter cat 110031400 lot# 64336369, bearing +3 mm thickness 40 mm diameter cat# 110031422 lot# 64291297, glenosphere standard offset 40 mm diameter cat# 110030776 lot# 11024225, comp rvs cntrl 6.5x25mm st/rst cat# 115395 lot# 840070, comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 462580, comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 206550, comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 750870, comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 028290. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The event was initially reported on 0001825034-2020-00079 under the wrong MFR number. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00053, 0001822565 - 2020 - 00054, 0001822565 - 2020 - 00055.

Event description:
It was reported the patient underwent a primary right total shoulder arthroplasty. Subsequently, the patient was noted to have an aspiration of a hematoma approximately 45 days later. The patient was also noted to have heterotopic ossification at the 6-month follow-up; however, no intervention was noted at this time and the patient continues to have improved outcome measures. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the baseplate was reported under the wrong MFR number. The event will be reported on 0001825034-2020-00079. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the baseplate was reported under the wrong MFR number. The event will be reported on 0001825034-2020-00079. The initial report was forwarded in error and should be voided.